Event description:
Reported as "stalled rotor" from foreign reporter.

Manufacturer narrative:
03/04/1998: h6- primary finding of device analysis revealed stall due to battery depletion/end of life. There was also evidence of motor gear shaft on all gears.